Event description:
It was reported that the sheath kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 35mm watchman laa closure device & delivery system (wds) were selected to be used. The physician reported that during the procedure, several recaptures were performed with a 35mm watchman flx laa closure device. A new transseptal was made to reposition access to a more inferior and more anterior on the interatrial septum. After exchanging over an amplatz guidewire with the watchman fxd curve dilator, the dilator and guidewire were removed. A 5f pigtail catheter was introduced to the was double curve sheath and the whole system was brought into the left atrial appendage. While optimizing the was sheath trajectory with the pigtail catheter exposed, the was sheath kinked about 6cm from the distal tip. Upon realizing this, the implanter exchanged for a guidewire and replaced the sheath. The procedure was successfully completed with another device. There were no patient complications or consequences that occurred as a result of this event.